Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2009, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultra meter is giving inaccurate control high. On 11/13/2009, this medical surveillance specialist contacted the patient to clarify information obtained during the initial phone. The patient tests her blood glucose 6-7 times per day and manages her diabetes with an insulin pump. On (B)(6) 2009 at 11 pm, the patient took an insulin bolus per the reported lfs meter reading of "168mg/dl." Reportedly, one hour after, the patient developed symptoms of feeling shaky and dizzy. The patient tested on another meter at "74 mg/dl," which she felt correlated with the reported symptoms. The patient did not test on the onetouch ultralink meter during the alleged symptoms. The patient administered self-treatment with soda and felt better soon after. The patient indicated that she was eating as usual prior to the reported symptoms. The patient felt that had the subject meter given her the correct reading at 11pm, she would have taken the correct amount of insulin and prevented the alleged symptoms. During troubleshooting, the patient indicated that the control solution test result was out of range. However, the patient suspected that the control solution was expired because it has been in her possession for 2 or 3 years. When the patient stated that she received new control solution and tested on the onetouch ultralink system. Reported, the control solution results were above the control solution range. This complaint is being reported because the patient claimed that she had symptoms that can be associated with hypoglycemia after she took insulin based on the alleged inaccurate reading obtained on the lfs meter. Replacement products were sent to the patient.